Event description:
Resident found with 3/4 upper body between bars of top side rails. Body check revealed pressure mark to back of rt knee; red areas to chest and rt thigh; 1/4 cm cut to upper and lower right lip x 2 noted when mouth cleaned.